Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and the investigation performed, the root cause of the reported arterial dissection and occlusion could not be conclusively determined. However, it should be noted that the mynxgrip device is manufactured with a flexible atraumatic tip (rounded ball tip) on the distal end of the catheter shift. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall. The review of the lhr (lot f1420205) indicated that the device lot met all established performance criteria prior to shipment. (B)(4)

Event description:
The following information was reported: the physician and staff mentioned that a patient returned to the ir due to a "cold leg" post procedure and after successful mynx deployment. Access was obtained in the opposite site of effected limb. It was noted that a dissection was present in the iliac artery that occluded the leg. The physician stated that she thinks that the mynx balloon or wire might have dissected the vessel. Balloon and stent of effected vessel was performed. Manual pressure (30 minutes or less) was performed post procedure. The patient was hospitalized and discharged on (B)(6) 2014. No further information is available at this time. Procedure and occurrence date: (B)(6) 2014 procedure type: intervention peripheral vessel size: 7 mm sheath size: 7f.